Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. It was noted that the patient lives near a power sub-station and had a CT (computerized tomography) of their abdomen during this time period. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a full electrical reset. A critical ram parity error occurred in address 11 44 on (B)(6) 2014. Por (power on reset) severity is low so the device should be able to fully recover after reset. It was noted that the patient recently had CT (computerized tomography) scan of abdomen. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2006. (B)(4).